Manufacturer narrative:
(B)(4). The insulin pump was received with normal operating currents. Also passed self-test, unexpected error test, rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 lbs during prime test due to faulty force sensor system. No unexpected alarm after change battery noted during testing. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 136 mg/dl. The insulin pump will be returned for analysis.